Event description:
The customer reported that his blood glucose was down to 30mg/dl in the morning, and somehow the insulin pump delivered 20.0 units of insulin without the customer pressing any buttons. The customer then was able to eat and drink. The customer stated that when he woke up his blood glucose reading was 157mg/dl. The customer stated that his diabetes educator nurse recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.